Event description:
It was reported that the device was used during a laparoscopic colostomy reversal procedure. The device worked properly during the initial procedure. Post operatively the pt experienced bleeding and received 7 units of blood. No surgical intervention was required as the bleeding subsided on its own. The pt was not on any anticoagulants preoperatively and was not scoped to verify where the bleeding was coming from. The pt has been discharged home in stable condition.

Manufacturer narrative:
Date sent: 6/10/2008. Batch # for a and b. Evaluation summary: ten sterile devices from three different batch numbers were received for analysis. One device from each batch number was opened and analyzed. All of the devices were received in good visual condition. The breakaway washer was present, uncut and the devices were received fully loaded with staples. The devices were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Add'l info on device c, d & e. D4: batch #= e5ml46. Expiration date: 01/2013. Manufacturing date: 02/2008. Add'l info on device f, g, h, I & j: batch #=e5mw9j. Expiration date: 02/2013. Manufacturing date: 03/2008.